Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the following information: this right atrial (ra) lead exhibited elevated threshold measurements. No adverse patient effects were reported. The lead remains implanted and in service. Should additional information be received, this file will be updated.